Manufacturer narrative:
Information contained in this report was previously submitted through psr on 15/oct/2015 and 22/jan/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: broken shell and a weight test of the explanted material was verified and it was underweight. Microscopic analysis of the return device identified partial delamination of orientation dot assessed as adhesive failure, broken shell with sharp edge where is localized stresses induced in posterior side assessed as surgical impact(a dimension measurement in the shell was performed which identify the thickness within specification) and non penetrating nicks.based on the device analysis the final assessment is: broken shell with sharp edge where is localized stresses induced assessed as surgical impact and delamination of diaphragm flange disk assessed as adhesive failure further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported right side rupture. The device has been explanted.